Event description:
It was reported that during the implant procedure the physician has deployed the leadless implantable pulse generator (ipg) 8 times in different locations of the right ventricle (rv), but despite acceptable sensing values and good impedance, the pacing capture threshold was high at every location. It is the physicians opinion that the high thresholds is due to patient condition but an issue with leadless ipg cannot be ruled out. After 4 or 5 attempted deployments, the leadless ipg and delivery system (ds) was removed from the introducer and visually inspected. There was a small clot on the leadless ipg tip. This was easily removed by flushing with heparinized saline, but this did not improve the subsequent threshold measurements. The leadless ipg was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID mi2355a (lot: p2f26a0031); product type: 0199-introducer; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.